Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 66mm abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcate esbf2814c103ee was implanted via the left groin and successfully landed at the level just below the renal arteries. Successful cannulation of the contralateral gate was confirmed. The right common iliac was very dilated >25mm and plan was to land a etlw1610c199ee to land in the right external iliac artery. The etlw1610c199ee limb was inserted without a sheath and lined up with the flow divider marker.upon attempted deployment of the limb the graft cover did not appear to be retracting to expose the proximal limb, instead the tapered tip was advancing and the device was visibly shortening in the delivery system.deployment was halted to check to see if the catheter was stuck or being obstructed outside the body. No obstructions were found. The device was attempted to be deployed again but again the nose cone advanced but the graft cover did not retract. At this point this endurant limbs deployment was aborted and the device was removed. The rest of the procedure proceeded as normal with three more endurant limbs being successfully implanted and ballooning performed with a reliant balloon. There was no obvious endoleaks present on final angiography. There was a narrowing in the right common iliac artery that a non mdt balloon angioplasty was used on. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported difficult to deploy event could not be assessed on the films provided; therefore the cause of the event could not be confirmed. Procedural angiograms showing attempts to deploy the device were not received for a thorough analysis of the event. It is unknown if the patient anatomy (narrowed iliac vessels, thrombus and calcification) may have been related to the difficulties to deploy. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with a gap of 7.0m visible between the front grip and the external slider. A small gap was visible between the taper tip and the partially expanded proximal graft. A gap of 1.9cm was observed between the graft and the stent stop. Slight kinks were visible on the graft cover over the graft. The graft continued to move with the graft cover as the external slider was rotated until the distal end butted against the stent stop. As it was not possible to deploy the graft by rotating the external slider the graft was manually deployed. There was no residue visible on the deployed graft which would have contributed to the deployment difficulties. The deployment difficulties reported were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.